Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between: september 9, 2016 ¿ september 13, 2016. The device was received for evaluation containing approximately 57ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume folfusor. The device was filled with 4600mg of fluorouracil hs diluted with 0.9% sodium chloride for a total volume of 115ml. The infusion commenced five days prior to the receipt of this report. Two days later, the folfusor was disconnected and it was observed the patient did not receive their full dose. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.